Manufacturer narrative:
Intuvie received pump (B)(6) on 9/21/22 and evaluated the pump. Zyno medical was not made aware of the test results. A flow rate test was performed and the flow rate deviation was found to be -0.79%. No rework needed as pump is in specifications.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative. It was reported that "pump 619628 was not infusing the right amount of medication during an infusion." The device operator was a registered nurse. Medication being infused was ivig. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.